Event description:
I have been attempting to contact with freestyle libre support due to inaccurate glucose reporting by the libre (leading me to erroneous insulin bolus and hence poor diabetic control). Abbott is not providing any support or guidance as to the serious inaccuracies reported. What's worse, abbott are well aware of the problem (I sent the original free style libre reader to them more than 6 weeks ago). All flawed data appears on the reader. Yet, despite continuous request by me to their business unit director in abbott diabetes care (mr (B)(6)) and him trying to help as much as he could. Abbott diabetes care is reluctant to provide me with any contact or help. What's criminally negligent, in my eyes, is the fact that, in the personal abbott freestyle reader, the data verifying that the libre sensor is faulty is present and clear. Yet the device does not alarm the user and hence allows him/her to continuously be misled by inaccurate readings. What's abbott's response? None. Over 4 months with no input from them.